Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no failed battery test noted. Pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was unknown at the time of the incident. The customer inserted new and fully charged battery but the alarm occurred again. The customer was advised to discontinue use of the insulin. The insulin pump will be returned for analysis.